Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This patient has two systems; one for the thoracic; this report is for the cervical system: it was reported that during surgical intervention that took place under MFR. Report #1627487-2018-04115, the patient's cervical lead became fractured. The doctor chose to explant and replace the fractured lead several days later to address the issue.